Event description:
It was reported that the patient presented with bradycardia. Upon interrogation, the right ventricular lead exhibited no capture. Right ventricular lead dislodgement was noted via fluoroscopy. The lead was explanted and replaced successfully. The patient was stable.